Event description:
Pt had cath procedure. The following day they noted a raised rash in groin area, that continued to bruise as well. Pt was admitted for evaluation four days later and was ruled out for pseudaneurysm and av fistula. Pt's reaction was felt to be due to adhesive tape used during cath. Pt had reported a reaction to tape in the past. They were treated with prednisone and diphenhydramine and discharged after 2 days.